Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine at a rate of 2.8 ml/hr and the delivery was started. No further programming parameters were provided. After approximately 1 hour, the device sounded an audible alarm tone. During the alarm condition, the nurse reported a delay in critical therapy; however, there were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The list number for the device in use is unknown. The customer identified two possible list numbers 16026 and 16027.